Event description:
A patient was fitted with a replacement hc431 mask, by staff at a nursing home without removal of the plastic cover. After approximately five hours of wearing the mask with the plastic cover still attached, the patient became unresponsive and unconscious. The patient was transferred to hospital for medical intervention. We understand that the patient suffered aspiration pneumonia and was in a questionable state during stay at the hospital. However, the patient is now back at the nursing home and is said to be doing fine and no permanent injuries have been reported.

Manufacturer narrative:
The user instructions accompanying the full face mask hc431 includes step by step guidance on fitting the mask, and also incorporates a direction to remove the plastic cover from the silicone seal prior to fitting (first step in instructions). The nurse who fitted the mask at the patient's resident nursing home commented that they did not feel the need to follow instructions for use. The mask was previously set up by a member of patient's family, hence, the nurse was under the impression it was ready for use. It is unusual that the patient didn't express their discomfort or restriction of breathing with the cover still attached and continued to wear for approximately five hours without removing. There is a warning in the instructions for use, advising that a patient who is unable to remove the mask unaided should not be left un-attended during use. Fisher and paykel are currently awaiting return of sample to perform visual inspection and have also raised an internal CAPA to support appropriate follow up and closure of incident.